Event description:
It was reported that the patient¿s blood glucose trended high after the pump was removed for treatment of a low, then reconnected, after which nausea developed and a meal bolus was delivered; blood glucose rose to 557 mg/dl despite subsequent multiple daily injections, prompting emergency evaluation where the patient received treatment and was discharged the same day with the ilet reconnected. Symptoms included nausea and vomiting. Outcomes included emergency room treatment with saline and stabilization without admission. Investigation included troubleshooting and education with the user. Investigation of this case revealed insufficient information to determine a device-related malfunction, and the cause of the hyperglycemia was unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.